Manufacturer narrative:
(B)(4). Site has opted not to replace the instrument at this time. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site's damaged open spine clamp. The screw on the spine clamp was almost completely stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.